Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Event description:
It was reported, that the pump had a red screen. With system fault, error 41100. There was unknown, patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
One device was received for evaluation. A visual inspection was performed and the reported issue was duplicated. The probable cause of the reported issue was due to contamination. As a result, the downstream occlusion sensor and main board were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Section a, b3, b6, b7: updated to reflect additional information.